Event description:
It has been reported that the safe-clip has been found experiencing clipping issues during use. The following has been provided by the initial reporter: I am having a problem with my bd safe-clip and it blocks after 20 uses and not the 1500 as per the instruction leaflet, becton, dickinson and co. Safe clip needle clipper.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for not clipping due to unknown lot number.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the safe-clip has been found experiencing clipping issues during use. The following has been provided by the initial reporter: I am having a problem with my bd safe-clip and it blocks after 20 uses and not the 1500 as per the instruction leaflet, becton, dickinson and co. Safe ¿ clip needle clipper.